Event description:
It was reported that the patient experienced shocking sensations, facial nerve stimulation and eye rolling as well as giddiness and severe, unpleasant non-auditory stimulation. The pt experiences stimulus for a short time after switch-off. Testing showed that the values have increased compared to measurements done 2 days ago. The groundpath impedance has also slightly increased and is at about 2 kohm. No 'sc' indicated. Integrity and coupling are ok. The speech processor was exchanged; however, the results remained the same. The patient was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.